Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the run log for the questioned sample was reviewed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505096 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505096 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production, or the release testing for lot 505096. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505096, and its components was performed, and did not identify any internal or post-production use issues related to these lot numbers, and the reported complaint. Complaint history review: the lot specific complaint history review performed at the time of the investigation for abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505096 identified four additional complaints related to the reported issue. All tickets were independently investigated concluding no product deficiency. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-90) lot 505096 was not identified. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that abbott realtime sars-cov-2 amplification reagent kit (list 9n77-90) is similar to the abbott realtime sars-cov-2 amplification reagent kit (list 9n77-95) sold in the united states. Ticket does not reference a us list 9n77-95 lot number.

Event description:
Customer reported a sample that generated a positive result on the realtime sars-cov-2 assay, but later generated a negative result on another platform. On (B)(6) 2020, the sample in question generated a positive result on the realtime sars-cov-2 assay. In (B)(6) 2020 the patient was tested with a serology test, and the result was reported as negative. Based on this information, the customer decided to retest the sample (tube was stored at -20c) with altona kit (abi7500/ extraction easymag) and with cepheid kit (genexpert). The sample generated negative results with all other platforms. File analysis indicates the values of internal control in the whole plate were precise and under abbott specification. Additionally, abbott controls went fine without any error. As a result of the realtime positive result which was initially released outside the laboratory, the patient was "confined". This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.